Event description:
Caller states that she received results of 370 mg/dl and 392 mg/dl on her device and the lab read 172 mg/dl. She reports that the comparison was done within minutes. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.